Event description:
It was reported that during a routine upgrade procedure from an implantable cardiac monitor (icm) to a pacing system, the right vent ricular lead had a confirmed fracture, insulation damage, and low pacing impedance. The lead had been implanted without complications and tested within normal limits through the analyzer, however when the icm was removed, the lead switched to unipolar pacing. The pacing impedance was low and there was no capture. The lead was tested again through the analyzer with the same results. As the physician placed a stylet into the lead for repositioning, the stylet tore the lead and extended through the insulation. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed a breach in the inner insulation due to a cut. The proximal and distal conductors were kinked/buckled, there was body tissue/fibrotic growth on the distal electrode, and there was a breach in the outer insulation due to a cut. Visual analysis noted apparent explant damage and the lead was stretched. Finally, it was noted that the stylet stopped at about 14.2 centimeters and this was the same location where the kinking and breach was observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.